Event description:
Hosp has communicated to us that the central venous catheter insertion peripheral showed rupture after its introduction and flush, 03 catheters were used the same batch, which all showed the same defect. Problem observed by nurse. On (B)(6) 2012, we had contacted the nurse to obtain add¿l info and she said that the catheter had broke in 2 pieces but there were no necessary surgical procedure to removal.

Manufacturer narrative:
Results of a device eval will be filed in a supplemental report once sample is received.